Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving gablofen, concentration 500 mcg/ml at a dose of 399.75 mcg/day via intrathecal drug delivery pump for intractable spasticity. It was reported that the pump flipped; a revision was completed the day of this report where the pump was moved to the backside and a new catheter segment was added for a total implanted length of 144.3 cm and volume of 0.317 ml. There were no reported symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the patient's weight was unknown and their (B)(6)age . The patient had a history of obesity with gastric bypass, but had gained the weight back. The obesity and weight gain were noted to be a cause of the flipped pump. It was reported that the pump flip had been resolved. It was reported that the pump flip occurred around (B)(6)2017. No further complications were anticipated/reported.